Event description:
It was reported that the device alarmed and upon interrogation, the lead exhibited noise and oversensing on the electrogram. It was thought that the set screw may need to be adjusted. The pocket was opened and noise was noted when the lead was tested via the analyzer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were noted. However, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. Visual analysis revealed that there is only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.